Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false negative architect sars-cov-2 igg result on a patient. On (B)(6) 2020, sid (B)(6) generated architect sars-cov-2 igg negative (0.01 index) but pcr ipsum dx method result of detected. The patient, a (B)(6) year old, female, caucasian, showed onset of symptoms of shortness of breath on (B)(6) 2020. The patient clinical history is hypertensive, thyroid disease and post-menopausal. It is unknown if the patient is immunocompromised. The patient was not on immunosuppressants or chemotherapeutics. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a false negative architect sars-cov-2 igg result, with positive pcr testing using the ipsum dx method, included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not complete as return samples were not available. Sensitivity testing was done using an in-house retained kit of lot 17001m800 stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 17001m800 did not show any potential non-conformances, or deviations related to the customer observation. The discrepancy in results from the two tests done approximately 24 days apart could be due to possible seroconversion or a delayed immune response. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits such as sars-cov-2 igg that employ mouse monoclonal antibodies. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference, and anomalous values may be observed. Rheumatoid factor (rf) in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). Additionally, review of the manuscript bryan et al. 2020, performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 17001m800 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.